Event description:
The pt reported after her breakfast on (B)(6) 2014 she was not sure if her meal bolus had been delivered because her blood glucose had gone from 9.8 mmol/l (176 mg/dl) to 24.0 mmol/l (432 mg/dl) at 1.15 pm. So she gave herself a correction bolus of insulin (exact dosage was not provided) and had not eaten anything yet. By 3:00 pm her bg reached 24.9 mmo/l (448.2 mg/dl) and had no ketones. She gave another correction bolus and at 3.20 pm her bg was 23.0 mmol/l (414 mg/dl). At 6:00 pm her bg lowered to 10.3 mmol/l (185 mg/dl) and at 7:00 pm it was 4.1 mmol/l (74 mg/dl). She was unsuccessful in bringing up her bg levels so her husband took her to the hospital where she was admitted with a severe hypoglycemia. She stayed in the hospital and was released the next day. Her bg was reading above 7.0 mmol/l (126 mg/dl). She did not provide any further info regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.